Manufacturer narrative:
Although requested, the lot number was not provided, therefore the UDI-pi is not available. Investigation of this event is in progress. A follow up will be submitted upon completion of the investigation.

Event description:
It was reported that a patient had a high interocular pressure (iop) of 66 after using the viscoelastic. Additional information has been requested but not received.

Manufacturer narrative:
Additional information: g3,h2,h6,h11. The device was not returned for evaluation. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.